Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture confirmed with MRI, stiffness, deformation and implant removal from textured to smooth due to the concerns of the product". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, b7, d6b, g2, h6.

Event description:
Device has been explanted and replaced with a non-abbvie device.